Manufacturer narrative:
Combination product: yes . 01-sep-2023 due to additional information received, the complaint event was reported in error and it never happened. Therefore, no investigation was performed and the case was closed.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment. It was reported that the orsiro stent got dislodged inside of a patient a number of months back. It was not possible to verify any details surrounding this incident so far. Event date and product details are unknown.